Event description:
The customer reported that in 2009, a pt expired.

Manufacturer narrative:
The pt was described as being expected to die and no interventions were performed to provide emergency care. The customer indicated that they were not able to collect retrospective data from wave, event or trend review between 2:00 pm and 05:50 pm since they got only a "checkerboard" pattern in review applications. A philips field service engineer (fse) went onsite and gathered logs and checked the event logs, but found nothing of significance. The alarm logs show repeated alarm suspension consistent with the intention to not provide add'l therapy for this pt. Yellow alarms are not stored in the alarm log, so the alarms that were being generated by the bedside monitor are not shown. The customer went ahead and replaced the bedside monitor's sdn and cpc cards and then ran the monitor in demo mode for 3 days finding no further problems with the device. There was no allegation that direct monitoring was affected. The issue was that review application data was missing for a period of time. A search in clarify found no further calls logged related to any similar issue. No further investigation or action is warranted.